Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited unexpected losses of power. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller loss of power was attributed to the patient double disconnecting both power sources.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that additional motor start events with parameters outside of the typical range occurred due to the patient continuing to double disconnect the power sources.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) and ventricular assist device (vad) ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files associated with (B)(6) revealed fifteen (15) controller power-up events, with associated motor start events, logged between (B)(6) 2024 at 01:19:35 and (B)(6) 2024 at 12:52:07, indicating losses of power to the controller. Momentary disconnections were recorded leading up to the sixth, seventh and eighth losses of power. The associated batteries had been lubricated prior to release. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the ninth, tenth, eleventh, twelfth, and thirteenth losses of power was not available for analysis. No anomalies were recorded leading up to the remaining losses of power. The controller was without power for an average of approximately seventeen (17) seconds. Review of the controller log files associated with (B)(6) and the motor start report also revealed two (2) motor start events recorded on (B)(6) 2024 at 20:11:18 and on (B)(6) 2024 at 05:58:57, in which the motor start parameters were atypical. As a result, the reported losses of power and atypical motor start parameters events were confirmed. Log file analysis also revealed four (4) critical battery alarms logged on (B)(6) 2024 at 00:19:33 and on (B)(6) 2024 at 00:34:51, at 01:08:08, and at 01:27:10, due to a battery depleting below 10% relative state of charge (rsoc). Review of the controller log files associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 09:56:12, indicating that the backup controller was powered up without the driveline connected. The observed critical battery alarms and vad disconnect alarm are additional findings not related to the reported event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Additional products: ventricular assist device (vad) (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller ((B)(6)) and ventricular assist device (vad) ((B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6). A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files associated with (B)(6) revealed three (3) controller power-up events, with associated motor start events, logged on (B)(6) 2024 at 19:39:05, on (B)(6) 2024 at 20:11:13, and on (B)(6) 2024 at 00:22:15. The controller was without power for four (4) seconds, eight (8) seconds, and nine (9) seconds, respectively. Several momentary disconnections were recorded leading up to the losses of power. The associated power source had been lubricated prior to release. Review of the controller log files associated with (B)(6) and the motor start report also revealed a motor start event recorded on (B)(6) 2024 at 20:11:18 in which the motor start parameters were atypical. As a result, the reported event was confirmed. Log file analysis also revealed one (1) critical battery alarm logged on (B)(6) 2024 at 00:19:33 due to a battery depleting below 10% relative state of charge (rsoc). Review of the controller log files associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 09:56:12, indicating that the backup controller was powered up without the driveline connected. The observed critical battery alarm and vad disconnect alarm are additional findings not related to the reported event. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system ¿ vad d4: model#: 1103 / catalog#: 1103 / expiration date: 28-feb-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date: 02-feb-2017 h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular assist device (vad) exhibited a motor start event with parameters outside of the typical range due to the double disconnecting of power sources.